Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The image guide bundle was significantly broken due to external factors. The insertion tube was wrinkled, crushed and scratched due to external factors. The angulation was insufficient due to the stretch of the angle wire. The mark on the insertion tube was peeled off due to external factors. The adhesive of the bending section rubber was chipped. The control section, eyepiece, grip unit, angulation lever, up/down plate, universal cord, and light guide connector were scratched by external factors. Due to insufficient cleaning, dirt that was difficult to remove was adhered to the universal cord. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by excessive ironing due to repeated ironing of the outer surface of the insertion section, or chemical deterioration by the drug. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.